Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to failure of the image sensor unit or circuit board inside the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2022, it was found that the color tone of the image was abnormal (magenta or green only) due to failure of image sensor unit and video connector. There was no report of patient injury associated with the event.